Event description:
It was reported the pad on the right side seems to have to much flexible give on the inside. When they lay the patient down on top of the frame the pad slides outwards causing the plastic frame beneath the pad to be exposed and cause pressure red marks on their patients.

Manufacturer narrative:
Pads were not returned, without return of the subject pads the cause could not be determined.

Event description:
It was reported the pad on the right side seems to have to much flexible give on the inside. When they lay the patient down on top of the frame the pad slides outwards causing the plastic frame beneath the pad to be exposed and cause pressure red marks on their patients.